Manufacturer narrative:
In the initial medwatch, the statement regarding the alarm trace in h11 additional narrative should have been: "some qc recovery was provided, but their target means and ranges were not provided. The customer verbally provided that the qc was acceptable prior to the event, and was still acceptable after the event, but on the high side." Instead of: "the qc was out of range." The provided calibration showed no problems. The provided spin speed was faster, and the spin time was shorter than recommended. The provided alarm trace showed multiple sample probe: abnormal aspiration alarms. These are indicators of possible poor sample quality. The field service engineer (fse) verified that the instrument was performing within specifications. The service actions performed by the fse resolved the issue. No further issues were reported after the service visit. The cause of the event was related to a hardware issue.

Manufacturer narrative:
The sodium electrode lot number was 93031. The expiration date was not provided. The ise indirect na-k-cl for gen.2 (chloride) electrode lot number was 93032. The expiration date was not provided. The qc was out of range. The field service engineer found that the sipper and vacuum nozzles were partially clogged. He replaced the vacuum nozzle, cleaned the sipper nozzle, and the ise block. Calibration and qc were performed, and they were within the customer's specifications. The investigation is ongoing.

Event description:
We received an allegation of questionable sodium electrode and ion-selective electrode (ise) indirect na-k-cl for gen.2 (chloride) electrode results for 1 patient sample tested on a cobas pro ise analytical unit (ise1). Sodium: initial result: 145 mmol/l. 1st repeat result: 145.4 mmol/l. 2nd repeat result: 139.5 mmol/l (tested on ise2). Chloride: initial result: 111 mmol/l. 1st repeat result: 111.2 mmol/l. 2nd repeat result: 105.6 mmol/l (tested on ise2). The initial results did not match the patient's clinical picture, prompting the repeat of the sample on (B)(6) 2026. No questionable results were reported outside the laboratory. The repeat results were deemed to be correct.